Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: spain.

Event description:
It was reported that outside of surgery, the device does not function properly and has cut the skin graft badly. There was no patient involvement. Due diligence is complete and there is no additional information available.